Manufacturer narrative:
Investigation results: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd insyte autoguard bc needle did not retract. The following information was provided by the initial reporter: rn (registered nurse) at bedside to start IV. IV catheter inserted. Rn attempted to activate safety mechanism to withdraw needle. Safety mechanism failed, unable to fully retract needle from IV catheter hub. Due to this, the IV catheter was not able to be left in place and required the rn to initiate another site.